Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 156 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also called back to report they were hospitalized for diabetic ketoacidosis. Date of hospitalization was unknown. Customer also reported having vocal cord paralysis and tracheal stenosis. The customer stated upon reviewing the insulin pump, it was found they had a motor error alarm that was never alerted to the customer. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. No cosmetic damage noted.